Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needs to know how to turn the insulin off. The customer's blood glucose level was unknown mg/dl. The customer was hospitalized and they are having the customer discontinue and revert to a back up plan. The customer was assisted and discuss storing insulin pump.